Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the cooler heater would not heat. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Investigation in process, but not yet completed.

Manufacturer narrative:
Note: the user facility's biomedical engineer performed troubleshooting on device and found the original diverter valve had failed. The customer did not want to repair the unit and is returning the unit to the manufacturer for proper disposal.